Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed evidence of unusual voltage fluctuation on 05/06/2014. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. No overheating occurred during the investigation. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the case seal. The returned battery cap was able to be fully secured to the pump and was used for all testing. The temperature issue was observed in the pump history but was not able to be duplicated during investigation.